Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the pump was exposed to moisture because the customer was out fishing and got caught in the rain. Customer reported that the pump had a button issue and it kept scrolling. Customer stated that the pump was exposed to fluid in the past with no moisture visible in the pump and now has a dead battery. The customer's alarm history was reviewed and button error and bad battery alarms were found. Customer was assisted in performing self-test and pump passed the test. Troubleshooting was performed and customer was advised that the insulin pump will need to be replaced. Customer stated that his pump seemed to be working okay and that he wanted to speak to his doctor about this situation. Customer also stated that he will call back tomorrow to start the pump replacement process. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.